Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and when the insulin gauge displayed that the cartridge was empty, the customer withdrew approximately 150 units from the cartridge. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully.